Manufacturer narrative:
Follow-up #1: date of submission 19-apr-2018 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 12-apr-2018 with the following findings: a review of the black box showed no evidence of an intermittent power issue. The black box did show evidence of call service 052/054/012 errors on the date of the complaint. The pump powered up with the returned battery cap to an auditory alarm, extended vibratory alarm, and a blank display. The battery cap measured within specifications. The pump case was removed to find no evidence of moisture or loose components. A slave processor failure was determined to be the cause.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged the pump kept cycling through the startup process and never went to the verify screen. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.